Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be acquired, a supplemental MDR will be filed. As noted in the impella IFU, ischemia is a known potential adverse event associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported a 69-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During initial impella support, it was noted that the patient experienced a decrease in bilateral distal pulses. The pump was explanted as a result of the noted issue and a fogarty catheter was utilized to perform a clot aspiration for an observed thrombus. The patient was subsequently escalated to an impella 5.5 pump for ongoing support.

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on the clinical details, the cause of the limb ischemia was most likely due to biomaterial. The failure mode will be monitored and trended.